Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter was re-introduced to the left atrium to do touch up applications. The catheter triggered an occlusion alert and sounded the pump, and it was noted that the flush port of the catheter cannot be flushed. Additionally, the catheter was also unable to be flushed manually. Subsequently, the catheter was replaced, and the procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and h6 device codes the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter was re-introduced to the left atrium to do touch up applications. The catheter triggered an occlusion alert and sounded the pump, and it was noted that the flush port of the catheter cannot be flushed and is broken. Additionally, the catheter was also unable to be flushed manually. Subsequently, the catheter was replaced, and the procedure was completed with no patient complications. The device is expected to be returned.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter was re-introduced to the left atrium to do touch up applications. The catheter triggered an occlusion alert and sounded the pump, and it was noted that the flush port of the catheter cannot be flushed and is broken. Additionally, the catheter was also unable to be flushed manually. Subsequently, the catheter was replaced, and the procedure was completed with no patient complications. The device has not been received for analysis.

Manufacturer narrative:
Media review: a video was reviewed by a boston scientific quality engineer. The video shows evidence of the reported issue as it was observed that the strain relief/luer was separated from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.